Event description:
It was reported that the customer was hospitalized due to high blood glucose of 1200 mg/dl. It was stated that the customer was experiencing unexplained high glucose for a couple of days. Troubleshooting was performed. Reviewed the alarm history and found that the date was incorrect for several days. It was stated that the customer did not change the infusion set to resolve the issue. Ran a fixed prime test twice and the insulin did not exit. Advised to change the infusion set and reservoir to run again the test, but still no insulin exited. Assisted the customer in helping to connect the reservoir and the infusion set properly. Then the customer was able to prime the insulin pump manually. Ran a fixed prime again and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.